Manufacturer narrative:
We conducted a review of the lot history records for those sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no mfg changes (such as a change in the gel or adhesive) that may have caused a pt reaction. Product label states "if skin rash or other unusual symptoms develops, stop use and remove". It is unclear whether the irritation was caused by the combination of the allen head holder, and/or pressure applied to the sensor from the allen head holder. We consider the administration of topical anesthetic cream and triamcinolone acetonide cream is to prevent permanent injury. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. Given that the pt forehead was exposed to the external forces of the allen head holder restraining strap causing direct pressure and fixation to the sensor, it is likely that the aspect sensor contributed to the pt's outcome of irritation. However, antibiotic creams were used to prevent serious injury. At the time of this report, it is unk if the forehead had completely resolved. Therefore, and MDR is required.

Event description:
In 2008, a crna contacted an aspect rep regarding a case which occurred fourteen days prior. According to the dr involved with the case, a male underwent a shoulder arthroscopy procedure under general anesthesia and lasted approx 4 hours. The procedure was performed in the beach chair position, and the pt's head was stabilized with the use of an allen head holder device. This device utilizes a small retraining strap and pad over the pt's forehead. The physician observed that the bis sensor was located directly under the pad, and had previously noted that the bis sensor can be placed under a variable amount of pressure, depending on how firmly the pad is secured. After the procedure, in the recovery room, the physician observed prominent swelling and severe erythema on the forehead looking like a first degree burn. Following discharge, the pt informed the physician that he noted blistering developing on the forehead (post-op days one and two), and that by the third day, the swelling and erythema was decreasing. During 2008, the pt informed the doctor, that although the swelling and erythema had receded, the forehead remained hyperesthetic. Treatment consisted of topical anesthetic cream and triamcinolone acetonide cream prescribed by the family physician. At the time of this report it is unk if the forehead remained hyperesthetic.